Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer mentioned that they replaced the blender and the issue was resolved. The technical support confirmed it's the blender and to try calibrating the inlet pressure transducer. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the vela ventilator experienced a inlet low pressure alarm. There was no patient involvement.